Manufacturer narrative:
(B)(4). Batch # p56a3l. The analysis found that one pve35a device was returned with no apparent damage and with a cartridge loaded on the device. The cartridge was received unfired. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure the reload was installed and on the first try the battery was found to be dead. It is unknown how the procedure was completed and there were no patient consequences reported.

Manufacturer narrative:
(B)(4).